Event description:
The patient passed on, on (B)(6) 2013. The cause of death was unknown and no autopsy was performed. The cause of death was not device related. The patient¿s doctor has not seen the patient since (B)(6) 2010. The clinic had no information to provide regarding the patient death. Reference manufacturer report# 3004209178-2013-17312.

Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot# j0220052v, implanted: (B)(6) 2002, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0220052v, implanted: (B)(6) 2002, product type lead; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
It was further reported by the patients healthcare professional that the cause of death was cardiovascular, per the death certificate. The death was not device related.